Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The machine alarmed at the initiation of treatment and the blood pump stopped. The leak was observed in the blue hanson drain hose. Treatment was terminated without return of system blood. Estimated blood loss was 300ccs. Patient had no adverse effects and no medical intervention was required. Sample has not been returned to the manufacturer.